Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that pt was hit in back by shopping cart at grocery store few months back. Pt also had gastric bypass year ago or so and lost 300 * pounds. Pt noticed stim issues since then. Rep evaluated the issue and told doc. Pt went in for evaluation / lead revision. Took bad lead out (8-15 electrodes all out and red) and replaced with new lead. Both leads implanted into new ipg and all green and all impedances good, worked great , patient was happy. Rep further provided clarification that bad lead mean every contact 8-15 was red as had impedance of 40k ohms. Every one of them. After re tested the new lead and assured hcp that the new lead was fine, hcp decided to replace the battery too. The old battery was fine and 3 years older. The scrub tech tossed the old lead and ins.